Event description:
The customer reported to olympus, during routine testing, the loaner endoscope tested positive for microbial contamination twice. The first test was performed on (B)(6) 2022. All channels tested positive for fourteen (14) colony forming units (cfu) of s. Warneri, twelve (12) cfu of bacillus cereus, and eighteen (18) cfu of s. Pasteuri. The second test was performed on (B)(6) 2022. The biopsy channel tested positive for seventy (70) cfu of bacillus cereus, the air/water channel tested positive for fourteen (14) cfu of bacillus cereus, and the suction channel tested positive for seven (7) cfu of bacillus cereus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.